Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Tandem technical support reviewed pump data and could not verify any abnormal battery depletion events. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.